Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Related complaints: (B)(4) this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported two times an occlusion of the infusion tube occurred. It was further reported that the occlusion occurred due to a kink in the tubing, which occurred during the subject's sleep. Each time an occlusion occurred; the subject changed the infusion set to resolve the issue. Second occurrence date is unknown as it was noted the two events did not happen during the same night. No patient injury was reported.